Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing, noise and pacing inhibition that resulted to asystole for 5 seconds. The patient had dizzy spells. A new lead was implanted and replaced with no issue. Additional information indicated that no fracture was visualized upon checking the lead. This pacemaker remains in service. No additional adverse patient effects were reported.